Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of hemorrhage and pseudoaneurysm are listed in the perclose prostyle instructions for use as a known patient effect of use with suture mediated closure device procedures. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, and pseudoaneurysm and the relationship to the product, if any, cannot be determined. Based on the information provided, a definitive cause for the reported issue could not be determined. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: "experience with hemostasis for large-bore devices".

Event description:
It was reported that during the topic 2025 conference, a presentation title "experience with hemostasis for large-bore devices" was presented. The presentation was a review of 13 cases performed, in which devices of 16fr or larger were removed percutaneously, using the perclose devices to close the access site. Usually hemostasis for large bore devices is performed surgically; however, due to mismatches between optimal removal timing and surgical scheduling, the perclose device was used to achieve hemostasis. In the 13 cases, acute hemostasis was achieved in all cases and none required surgical intervention. Patient complications included one case of pseudoaneurysm and one case of suspected bleeding from the puncture site requiring prolonged manual compression. No additional information was provided. Specific patient information is documented as unknown during time of conference.